Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm2). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted vaginal prolapse repair surgical procedure, the customer contacted a technical support engineer (tse) after the case was completed and reported that mid-case, the surgeon console's right-hand went down. The customer stated that they had an error and tried to recover, but the system would not recover and it also gave them the option to disable right master tool manipulator (mtmr). The customer stated that they ended up bringing in another surgeon console from another system and they were able to complete the case. The customer stated that the system was down until it gets serviced, so they would like a service update as soon as possible. The procedure was converted to another da vinci system with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm2) for failure analysis investigation. The unit was analyzed and in logs, the 704 error and 705 error were found indicating connection esmb, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where it failed sine cycle. The probable root cause is attributed to electrical issues resulted from a faulty esmb board located on mtm.